Event description:
It was reported that the user observed insulin leaking from multiple areas of the device and cartridge, including dried insulin on the back of the device after case removal and visible leakage near and opposite the cartridge chamber, with the issue persisting through multiple supply changes after a prior event where the cartridge plunger adhered to the piston and was manually freed. Symptoms included episodes of hyperglycemia. Outcomes included a temporary switch to an alternative insulin therapy and a device replacement shipment. Investigation included guided troubleshooting with fill tubing, rewind, and dry-run procedures, visual inspection of the cartridge exterior, and coordination for device return. Investigation of the returned device revealed no external insulin on the ilet or apparent fluid leakage consistent with a cartridge or pump fluid path leak, with no alarms generated during testing and no confirmed piston damage or misalignment.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.